Event description:
#Medwatcher #(B)(4). My baby (B)(6) was born by c-section and the coils were sticking out of my uterus. Could have ruptured the amniotic sacks. Had to have them cut out. My baby was tong tied at birth and could not eat. After 24 hours they surgically cut him so he could nurse.